Event description:
It was reported that the patient experienced a loss of therapeutic effect. Approximately one month prior to this report, the patient began to have a ¿sporadic¿ return of symptoms that became more consistent over the course of the past month. At the time of this report, the patient was having accidents at night and going to the bathroom during the day much more than she used to. It was noted that the patient programmer batteries appeared to be dead when the patient tried to use it. Later that day it was reported that the patient was able to communicate with the implant and was currently set to 1.7v on program 1. It was confirmed that the lightning bolt was showing, indicating that stimulation was on. The patient stated that when she communicated, she began to feel stimulation ¿down her leg.¿ the patient stated that prior to that moment, she had not felt stimulation. The patient stated that ¿this had been happening for two months.¿ the patient reportedly had not used her programmer in the past two months and had a shoulder surgery two months ago. The patient stated that she did not turn off her implant, but ¿had been under anesthesia for implant.¿ the patient opted to change programs to program 2 at 2.3v and was feeling stimulation at a comfortable level. It was noted that the patient had been implanted for urinary frequency and experienced a return of symptoms starting two months ago. The patient stated that she had problems with bladder and noticed ¿spotting.¿ the patient stated that she was now ¿doing every night¿ and used the bathroom frequently. It was later reported that the patient had an appointment with her health care provider (hcp) on 2013 (B)(6). Impedances were checked and found to be normal. The patient¿s program was changed. The hcp had spoken to the patient on the day of this report and reported that the patient¿s symptoms had ¿almost all resolved¿ and the patient was getting relief.

Manufacturer narrative:
Product ID 3093-28, lot# v292727, implanted: 2011 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).